Event description:
Customer's patient tested on customer's device & = "hi". Customer's patient took 15 units of regular insulin. Customer's patient retested and device = "hi" and took 5 more units of regular insulin. Customer's patient began to sweat badly and feel weak in the leg. Customer gave patient foor. Controls were not in range. A request was made for return and replacement product was sent.